Event description:
It was reported to philips that the device is facing defibrillation test failure issue. There was no report of patient involvement. The field service engineer (fse) evaluated thee device and confirmed the defibrillation test failure. Upon conclusion of the evaluation, it was determined that they need replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the defibrillation test failure. The issue was traced to a faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that the therapy capacitor needed replacement. The therapy capacitor was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.